Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The complete facility address was not provided. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had heat and failed pretest for max temperature of attachment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the minimal access attachment device had an abnormally high temperature. There were no reports of delays to the surgical procedure. It was reported that a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.